Manufacturer narrative:
Qn#(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. The arteriotomy was 8.0mm, mild posterior lateral-distal to the access calcification, with a measured depth of 8cm + 1cm. A central positioned access was gained utilizing ultrasound and micro puncture. Difficulties were encountered while attempting to advance the 22f procedural sheath. Due to stenosis, to correctly position the procedural sheath, the iliac was pre-ballooned. Heparin and protamine were administered and activated clotting time (act) was 294. Prior to deployment, an additional 1cm was added to the measured depth (8cm + 1cm) + 1cm to accommodate a hematoma. Following deployment, pulsatile bleeding was seen, and manual pressure was immediately applied. A contralateral balloon was deployed, and two inflations were administered for two minutes. Post-angiogram indicated no occlusion or extravasation, and hemostasis achieved, although a dissection was seen superior to the access site in the iliac. Dissections are a common event in large bore procedures. The physician confirmed the dissection was caused during insertion difficulties of the 22f procedural sheath. There is believed to be no device failure. Balloon inflation used to achieve a quicker time to hemostasis is a clinically accepted therapy and does not indicate device failure. The device history record documentation review showed no indication that the handle devices did not meet specifications. The manta instructions for use indicates the safety and effectiveness of the manta device has not been established in patient populations who are suspected of having intra-procedural complications at the femoral access site before sheath removal including: peri-procedural angiographic evidence of significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement. The following potential adverse events related to the deployment of vascular closure devices include local trauma to the femoral or iliac artery wall, such as dissection; and other access site complications leading to bleeding, hematoma, possibly requiring endovascular intervention. Procedure requirements list activated clotting time (act) should be below 250 seconds prior to closure. Precautions per the IFU state: if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Event description:
It was reported that: manta deployed with bleeding post deployment. Ballooned vessel-excellent result. Additional information on 17feb2023: during a tavr procedure on the (B)(6) 2023, micro puncture and ultrasound were utilized to gain single central access in the right common femoral artery. Vessel size was 8mm with mild calcification posterior/lateral-distal to stick site. There was reported difficulty advancing the procedural sheath, the physician needed to pre ballooned the iliac stenosis in order to get the sheath in place. Systolic bp was in the 130smmhg and act was measured at 294 prior to closure. Heparin and protamine were administered intravenously during the procedure. The measured depth of the manta was 8cm but it was deployed at 10mm because of a hematoma. Post deployment, pulsatile bleeding was present, manual pressure was quickly applied. A contralateral balloon was placed and inflated for 2 minutes. An angiogram revealed no extravasation or occlusion. There was a localized dissection superior to stick site (iliac artery) that was confirmed by the physician to be caused by difficult 22 fr sheath insertion. Two inflations were done before first angiogram revealed hemostasis 20 minutes post deployment. It was reported that the patient recovered fine post procedure.

Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: manta deployed with bleeding post deployment. Ballooned vessel-excellent result. Additional information on 17feb2023: during a tavr procedure on the (B)(6) 2023, micro puncture and ultrasound were utilized to gain single central access in the right common femoral artery. Vessel size was 8mm with mild calcification posterior/lateral-distal to stick site. There was reported difficulty advancing the procedural sheath, the physician needed to pre ballooned the iliac stenosis in order to get the sheath in place. Systolic bp was in the 130smmhg and act was measured at 294 prior to closure. Heparin and protamine were administered intravenously during the procedure. The measured depth of the manta was 8cm but it was deployed at 10mm because of a hematoma. Post deployment, pulsatile bleeding was present, manual pressure was quickly applied. A contralateral balloon was placed and inflated for 2 minutes. An angiogram revealed no extravasation or occlusion. There was a localized dissection superior to stick site (iliac artery) that was confirmed by the physician to be caused by difficult 22 fr sheath insertion. Two inflations were done before first angiogram revealed hemostasis 20 minutes post deployment. It was reported that the patient recovered fine post procedure.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery. The arteriotomy was 8.0mm, mild posterior lateral-distal to the access calcification, with a measured depth of 8cm + 1cm. A central positioned access was gained utilizing ultrasound and micro puncture. Difficulties were encountered while attempting to advance the 22f procedural sheath. Due to stenosis, to correctly position the procedural sheath, the iliac was pre-ballooned. Heparin and protamine were administered and activated clotting time (act) was 294. Prior to deployment, an additional 1cm was added to the measured depth (8cm + 1cm) + 1cm to accommodate a hematoma. Following deployment, pulsatile bleeding was seen, and manual pressure was immediately applied. A contralateral balloon was deployed, and two inflations were administered for two minutes. Post-angiogram indicated no occlusion or extravasation, and hemostasis achieved, although a dissection was seen superior to the access site in the iliac. Dissections are a common event in large bore procedures. The physician confirmed the dissection was caused during insertion difficulties of the 22f procedural sheath. There is believed to be no device failure. Balloon inflation used to achieve a quicker time to hemostasis is a clinically accepted therapy and does not indicate device failure. The device history record documentation review showed no indication that the handle devices did not meet specifications. The manta instructions for use indicates the safety and effectiveness of the manta device has not been established in patient populations who are suspected of having intra-procedural complications at the femoral access site before sheath removal including: peri-procedural angiographic evidence of significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement. The following potential adverse events related to the deployment of vascular closure devices include local trauma to the femoral or iliac artery wall, such as dissection; and other access site complications leading to bleeding, hematoma, possibly requiring endovascular intervention. Procedure requirements list activated clotting time (act) should be below 250 seconds prior to closure. Precautions per the IFU state: if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Corrected data: review of clinical outcome of the patient, the reported event indicates a malfunction and not a serious injury; therefore, section h. Has been corrected to reflect malfunction from serious injury. Section. B updated from adverse event to product problem.

Event description:
It was reported that: manta deployed with bleeding post deployment. Ballooned vessel-excellent result. Additional information on 17feb2023: during a tavr procedure on the (B)(6) 2023, micro puncture and ultrasound were utilized to gain single central access in the right common femoral artery. Vessel size was 8mm with mild calcification posterior/lateral-distal to stick site. There was reported difficulty advancing the procedural sheath, the physician needed to pre ballooned the iliac stenosis in order to get the sheath in place. Systolic bp was in the 130smmhg and act was measured at 294 prior to closure. Heparin and protamine were administered intravenously during the procedure. The measured depth of the manta was 8cm but it was deployed at 10mm because of a hematoma. Post deployment, pulsatile bleeding was present, manual pressure was quickly applied. A contralateral balloon was placed and inflated for 2 minutes. An angiogram revealed no extravasation or occlusion. There was a localized dissection superior to stick site (iliac artery) that was confirmed by the physician to be caused by difficult 22 fr sheath insertion. Two inflations were done before first angiogram revealed hemostasis 20 minutes post deployment. It was reported that the patient recovered fine post procedure.